Event description:
It was reported that capture anomalies, high capture threshold, and high pacing lead impedance were noted. The lead was capped and replaced. Patient was well after the event.

Manufacturer narrative:
A partial lead with the connector pin measuring 11.2cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.